Manufacturer narrative:
H3: product analysis of the device found that visually, there was no damage in the construction of the device that was seen by the unaided eye that would have resulted in the reported event. Functionally, a syringe was used to inject 20-cc of air into the cuff balloon and there were no leaks observed during inflation. The device was inflated and deflated multiple times, but no leaks occurred. A leak test was performed by submerging the cuff and the inflation assembly, at separate times, under water and no leaks (bubbles) were noticed. Electrically, for further analysis, a continuity test was performed to verify the resistance of each lead was between 1.7 and 3.7 ohms and the actual measurements were 3.5 ohms (blue), 3.4 ohms (blue with clear tubing), 3.4 ohms (red), and 3.5 ohms (red with clear tubing) in which all electrodes were within specification. A review of the global complaint data showed no similar complaints about this lot number. In the returned condition, there was no out of specification condition that was related to the complaint. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that for a thyroid surgery, the emg tube cuff had a severe leak, which was identified before intubation when anesthesia gas was used to inflate the cuff, making the leak evident. In order not to affect the surgery, replaced with another endotracheal tube to ensure the smooth progress of the operation. There was no patient involved.